Manufacturer narrative:
An olympus field representative performed an onsite evaluation of the olympus equipment and determined that the olympus scopes were being serviced by a 3rd party vendor and the scopes were noted in poor condition with evidence of aftermarket components. Per the user facility, the reported problem was no longer occurring.

Event description:
A user facility reported to olympus that the image "went black" and it was necessary to cancel the procedure. In addition, it was reported that a "b30" error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.